Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observations not reported were the grip cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not have been precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. An additional observation not reported were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, the cable broke on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.